Event description:
It was reported that the user encountered an ¿unable to proceed¿ message during a supply change on an ilet system, with prior alarms noted during fill tubing that were resolved after a dry run to 120 units and by replacing the cd set and connector while retaining the full cartridge in the pump cart. Symptoms included no reported adverse clinical effects. Outcomes included successful resumption of infusion with observed drops and no further alarms. Investigation included remote troubleshooting and user education, including removal of supplies, execution of a dry run, and replacement of disposable components. Investigation of this case revealed a probable flow interruption consistent with an occlusion or connection issue in the disposable fluid path that resolved after replacing the infusion set and connector, with the pump and cartridge functioning as intended following the intervention. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable set or connector issue consistent with use-related or setup-related factors rather than a pump malfunction.

Manufacturer narrative:
Initial.